Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the proximal end of the catheter, allegedly appeared to be deformed.

Manufacturer narrative:
Received 28 unopened clean-cath female catheters. Verified 26 were lot samples and 2 were stock samples of product 420614 with corporate lot number ngzi0291. The reported event was unconfirmed as the products met specification. During the visual inspection, no obvious defects were noted in the samples. All tips were completely molded. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the proximal end of the catheter, allegedly appeared to be deformed.